Event description:
It was reported that the patient has been hearing a weak tone coming from the device since it was implanted. Follow-up was conducted to obtain information on the patient and whether the tone is device related, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.